Event description:
The cardiologist attempted arteriotomy closure with a prostar 9 fr pvs system. The handle broke away during deployment. The cardiologist attempted backdown, but the sheath kinked. The device could not be removed and the pt went to surgery for device removal. The surgeon noted that the needles in the device were almost completely in the backdown position. The cardiologist, on seeing the position of the needles, felt that he probably could have removed the device without injuring the pt. At the time, however, he had met a slight resistance on attempting device removal and elected to send the pt for surgical removal. The procedure was done under local anesthesia and the pt did well after the surgery. Handle break away is a safety feature designed to activate in the presence of high deployment forces. The instructions for use clearly instruct the user to terminate deployment and back-down the needles when significant resistance is met on attempting deployment. Failure to terminate deployment and to back down when resistance is met, as in this case, can defeat a successful backdown. Continued deployment can give rise to conditions that can cause the sheath to kink, as in this case. When backdown is successful, the device can be removed without requiring surgical intervention. Backdown can be accomplished without the handle being attached if the instructions for use are followed.